Event description:
It was reported that the keypad buttons were unresponsive. A family member reported that the keypad buttons were unresponsive while trying to clear a sleep error alarm yesterday. She noted that they reinserted and changed the battery and the verify screen was on the display, but they were unable to move past the verify screen as the buttons were unresponsive. The family member stated that the contrast button is responsive to button presses. She reported that the patient has been swimming with the pump, and confirmed that the rubber keypad is intact. The family member confirmed that there were no signs of corrosion or moisture in the battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.